Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 50-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 5 years 1 month after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the patient was hospitalized for 4-7 days. Additional unspecified essure-related surgery performed on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 5 years 1 month after insertion of essure. The patient was treated with surgery (essure removal, hospitalization for other essure related surgery on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the patient was hospitalized for 4-7 days. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 50-year-old female patient who had essure (batch no. C91762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and medically significant), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019 and on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation the patient experienced adverse events. Essure removal on (B)(6) 2019 and on (B)(6) 2020. The patient was hospitalized for 4-7 days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: lawyer provided essure lot number c91762. Events were specified (previously only medical device removal was reported), all were considered related to essure by reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 50-year-old female patient who had essure (batch no. C91762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and medically significant), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019 and on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately after essure implantation the patient experienced adverse events. Essure removal on (B)(6) 2019 and on (B)(6) 2020. The patient was hospitalized for 4-7 days batch no c91762 production date 2014-07-31 expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: updated quality safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("perforation of the uterus, fallopian tubes or other organs"), endometritis ("endometritis") and device breakage ("atient is worried about her essure coils that were broken and she is worried she has pet fibres") in a 50 year-old female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure tubal occlusive procedure and novasure endometrial ablation"). The patient had a medical history of migraine, cesarean section, urinary retention, migraine, bleeding menstrual heavy, parity 3, multi gravida and parity 4. Previously administered products included: iud nos. The patient had a family history of colonic polyp. Concurrent conditions were listed as osteomyelitis, uti, uti, urinary incontinence, fatigue, depression, overweight, general malaise, nausea, vaginal discomfort, bloating, dysfunctional uterine bleeding, cramp in lower abdomen, vaginal bleeding, rotator cuff tear, dysfunctional uterine bleeding and fibromyalgia. On (B)(6) 2014, the patient had essure inserted. . On unknown date she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and intervention required), endometritis (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with antibiotics and analgesics as well as surgery (hysterectomy, salpingooophorectomy on (B)(6) 2019, hysterectomy, salpingooophorectomy on (B)(6) 2019 and essure removal on (B)(6) 2019 and on (B)(6) 2020). Essure was removed on (B)(6) 2020 at the time of the report, the outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately after essure implantation the patient experienced adverse events. Essure removal on (B)(6) 2019 and on (B)(6) 2020. The patient was hospitalized for 4-7 days. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: clinical indication: location of essure coil findings: there is an essure closure device present in the right adnexa just below the inferior aspect of the right si joint. There is a PICC per clip superimposed with the umbilicus. There is a moderate amount fecal material present within the colon. No other significant feature noted [computerised tomogram] on (B)(6) 2019: clinical indication: pod #3 from tah, bso, and pubovaginal sling now with++ flank pain,+ cullers sign, and urinary retention impression: no evidence of ureteric obstruction or a contrast leak. Possible metastatic peritoneal implants in the pelvis.; on (B)(6) 2020: findings: the loose flow into the coil is again noted and in similar location. The patient is once again status post hysterectomy impression: there is no left renal or ureteric stone; on (B)(6) 2020: findings: the patient did have a previous essure coil in the abdominal cavity on a previous CT of (B)(6) 2020. This coil has been removed in the interval. The patient has had a previous hysterectomy and bilateral salpingooophorectomy. Impression: the previously noted essure coil has been removed. No other significant findings [gynaecological examination] on (B)(6) 2014: , pelvic reveals a normal vulva, vagina and cervix. There is no active bleeding. The uterus sounds. A small amount of old blood is released but no evidence of hematometra or pyometra today. Impression: normal examination [pathology test] on (B)(6) 2019: clinical data: +++pain post-essure coil. Left coil in situ, right coil - expelled - located at cecum in epiploica. Specimen submitted: uterus, cervix, .bilateral tubes and ovaries diagnosis: uterus (including cervix), ovaries and fallopian tubes; hysterectomy and bilateral salpingooophorectomy: cervix involved by high grade squamous intraepithelial lesion (cin 3) negative for invasion. Negative for primary glandular abnormalities. Margins of excision are negative. Absent endometrium in a background of changes consistent with previous ablation intramural leiomyomata endosalpingiosis involving the serosa histologically unremarkable ovaries and fallopian tubes essure coil within the left fallopian tube (gross diagnosis only) the left fallopian tube (5.5 cm in length x up to 0.6 cm in diameter) has a dark purple smooth serosa and an open and unremarkable fimbriated end. The cut surface is grossly unremarkable with a metal wire located within the lumen, presumed. The right fallopian tube (5.0 cm in length x up to 0.7 cm in diameter) has a dark brown slightly congested serosa with an open and unremarkable fimbriated end. The cut surface is grossly unremarkable. No metallic coil is identified [ultrasound pelvis] on (B)(6) 2014: reason for exam: post op endometrial ablation (sept 22nd) ++ pain and bleeding findings: there has also been recent placement of essure tubal closure devices. An echogenic linear structure is seen within the endometrium near the fundus. Possibly reflecting a dislodged right essure [urogram] on (B)(6) 2019: the right sided essure coil is projected just above the level of the right iliac wing, superimposed upon the ascending colon. It is most likely located either immediately anterior or posterior to the ascending colon left sided essure coil ls located within the left pelvis in a location compatible with normal position of the fallopian tube. The other coil ls located in the right lateral abdomen, far away from its expected site batch no c91762. Production date 2014-07-31. Expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. New events device breakage, endometritis were added. Lab data including (surgical pathology report) added. Medical history, concomitant conditions are added. New reporters are added. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("perforation of the uterus, fallopian tubes or other organs"), endometritis ("endometritis") and device breakage ("atient is worried about her essure coils that were broken and she is worried she has pet fibres") in a 50 year-old female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure tubal occlusive procedure and novasure endometrial ablation"). The patient had a medical history of migraine, cesarean section, urinary retention, migraine, bleeding menstrual heavy, parity 3, multi gravida and parity 4. Previously administered products included: iud nos. The patient had a family history of colonic polyp. Concurrent conditions were listed as osteomyelitis, uti, uti, urinary incontinence, fatigue, depression, overweight, general malaise, nausea, vaginal discomfort, bloating, dysfunctional uterine bleeding, cramp in lower abdomen, vaginal bleeding, rotator cuff tear, dysfunctional uterine bleeding and fibromyalgia. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and intervention required), endometritis (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2020. The patient was treated with antibiotics and analgesics as well as surgery (hysterectomy, salpingooophorectomy on (B)(6) 2019 and essure removal on (B)(6) 2019 and on (B)(6) 2020). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately after essure implantation the patient experienced adverse events. Essure removal on (B)(6) 2019 and on (B)(6) 2020. The patient was hospitalized for 4-7 days. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: clinical indication: location of essure coil findings: there is an essure closure device present in the right adnexa just below the inferior aspect of the right si joint. There is a PICC per clip superimposed with the umbilicus. There is a moderate amount fecal material present within the colon. No other significant feature noted [computerised tomogram] on (B)(6) 2019: clinical indication: pod #3 from tah, bso, and pubovaginal sling now with++ flank pain,+ cullers sign, and urinary retention impression: no evidence of ureteric obstruction or a contrast leak. Possible metastatic peritoneal implants in the pelvis.; on (B)(6) 2020: findings: the loose flow into the coil is again noted and in similar location. The patient is once again status post hysterectomy impression: there is no left renal or ureteric stone; on (B)(6) 2020: findings: the patient did have a previous essure coil in the abdominal cavity on a previous CT of (B)(6) 2020. This coil has been removed in the interval. The patient has had a previous hysterectomy and bilateral salpingooophorectomy. Impression: the previously noted essure coil has been removed. No other significant findings [gynaecological examination] on (B)(6) 2014: , pelvic reveals a normal vulva, vagina and cervix. There is no active bleeding. The uterus sounds. A small amount of old blood is released but no evidence of hematometra or pyometra today. Impression: normal examination [pathology test] on (B)(6) 2019: clinical data: +++pain post-essure coil. Left coil in situ, right coil expelled - located at cecum in epiploica. Specimen submitted: uterus, cervix, .bilateral tubes and ovaries diagnosis: uterus (including cervix), ovaries and fallopian tubes; hysterectomy and bilateral salpingooophorectomy: cervix involved by high grade squamous intraepithelial lesion (cin 3) negative for invasion; negative for primary glandular abnormalities; margins of excision are negative; absent endometrium in a background of changes consistent with previous ablation intramural leiomyomata endosalpingiosis involving the serosa histologically unremarkable ovaries and fallopian tubes essure coil within the left fallopian tube (gross diagnosis only) the left fallopian tube (5.5 cm in length x up to 0.6 cm in diameter) has a dark purple smooth serosa and an open and unremarkable fimbriated end. The cut surface is grossly unremarkable with a metal wire located within the lumen, presumed. The right fallopian tube (5.0 cm in length x up to 0.7 cm in diameter) has a dark brown slightly congested serosa with an open and unremarkable fimbriated end. The cut surface is grossly unremarkable. No metallic coil is identified [ultrasound pelvis] on (B)(6) 2014: reason for exam: post op endometrial ablation ((B)(6)) ++ pain and bleeding findings: there has also been recent placement of essure tubal closure devices. An echogenic linear structure is seen within the endometrium near the fundus. Possibly reflecting a dislodged right essure [urogram] on (B)(6) 2019: the right sided essure coil is projected just above the level of the right iliac wing, superimposed upon the ascending colon. It is most likely located either immediately anterior or posterior to the ascending colon left sided essure coil ls located within the left pelvis in a location compatible with normal position of the fallopian tube. The other coil ls located in the right lateral abdomen, far away from its expected site lot number: c91762; manufacture date: 2014-07; expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.